Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a cd 23 infusion set and connector, including an initial blood glucose of 356 mg/dl that decreased, then rebounded above 300 mg/dl, prompting guided troubleshooting and multiple infusion set and full supply changes with insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included continued home management with correction advice and subsequent improvement as glucose began to decline by the end of a support call. Investigation included guided troubleshooting of the infusion set and a complete supply change, with user education. Investigation of this case revealed probable infusion set use issues, including a reported failure to remove the needle guard and repeated infusion set replacements, which are consistent with interrupted or inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.